Manufacturer narrative:
Annex g has been updated to g07001 - part/component/sub-assembly term not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. The root cause of the customer reported complaint could not be determined since the issue could not be replicated. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly (pca) board exhibited missing electrical contacts. The probable root cause is attributed to component susceptibility to damage during reprocessing.

Event description:
It was reported that the customer experienced an issue with the 30-degree endoscope plus. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected before use, and the reporter contacted isi technical support to explain the issue. Three 45311 error messages appeared on the monitor for a connection issue and causing an inability to manually change the eye on the optics, even after cleaning the pins and connections. Following the call, technical support in france asked us to send in the endoscope for repair. The image was not inverted, and the issue did not cause reversed control of the system's arms. However, the orientation of the vision changed on its own. The endoscope did not move freely with uncontrolled movement. The vision problem did not result in an injury to the patient.